Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation, it was observed that the implantable cardioverter defibrillator delivered multiple inappropriate shocks for atrial fibrillation with rapid ventricular response. The device was explanted and replaced and the patient was in stable condition.